Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Needle injury: no, unknown. Other treatment: no. Were the returned items used: no. If used, was anything adhered to it: no. Returned quantity: (B)(4). Details of the event (timeline, history, etc.): some products were leaking solution. (Some were given to the pet owners and some were for hospital use). We previously inquired about a similar issue, and the response was that they did not know what the solution was. Lot number: (B)(6) (product intended for use in the hospital), not sure about the lot number for the product given to the owners.

Manufacturer narrative:
(B)(4) syringes impacted from lot # 4009096. See section c for additional information.